Manufacturer narrative:
H6- health effect- clinical code: 4581- unknown filaments. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H3 - type of investigation code: 10- device evaluation: a vial of liquid was returned with no lens in box. Visual inspection found no lens was returned for observation. Particulate was noted under 2x magnification. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced product nonconformity- unknown filaments. Reportedly, "the surgeon found a foreign object and removed it". The lens remains implanted. Cause details provided, "vertical implantation". It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional data: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).